Event description:
Customer service and support (css) was contacted with regard to a high platelet result generated for one patient using a cell-dyn 3500 sl analyzer. An initial platelet result of 550 k/ul was generated and upon repeat, a plt=15 k/ul was obtained. The normal and high corntrols were in range but the low control also gave a high platelet result. No impact to patient management was reported.